Event description:
It was reported the patient's device was in a power on reset condition (por). Error code 006 was seen. The patient's health care provider was able to interrogate the device and clear the por. The patient was able to resume effective therapy, and the patient programmer was working normally. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Ted: (B)(4), explanted: unk, lead model 37752, lot# unk, serial# (B)(4), implanted: 2007 (B)(6), explanted: unk, lead model 37742, lot# unk, serial# (B)(4), implanted: 2007 (B)(6), explanted: unk, lead model 3708340, lot# unk, serial# (B)(4), implanted: 2007 (B)(6), explanted: unk, lead model 3708340, lot# unk, serial# (B)(4), implanted: 2007 (B)(6), explanted: unk.